Manufacturer narrative:
The returned device was evaluated. During testing the unit was able to power on however there are lines across the display due to a defective lcd screen. The lcd screen was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over four (4) years with no previous reported issues prior to this reported event. Corrections: device availability from "no" to "yes; returned to manufacturer; 03/23/2016". Device evaluated by manufacturer from "no" to "yes".

Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
It was reported that the radical-7 had a distorted image on display. No consequences or impact to patient.